Manufacturer narrative:
Product analysis the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor was fractured at 32.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.